Event description:
It was reported the tip of the locking bolt measuring device broke off on an undetermined date. Device was still being used with the broken tip. Device in current condition does not measure accurately.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Received missing compression spring and 2.5 diameter ball that exist in the slider assembly. All measurable features related to this complaint that could be verified meet specifications. This complaint is invalid.